Event description:
Philips received a complaint on the v60 indicating an alarm, the battery is not charging. At this time unknown if in clinical use at time of discovery. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: a proposal for a battery and technical assistance has been accepted by the customer but no more information was presented. Multiple good faith efforts were made to retrieve device use at time of event, device evaluation, repair, and operational status on (B)(6)2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.